Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-648a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at the end of a benign prostatic hyperplasia (bph) surgical procedure, with 259,000 joules having been used and 30 minutes had been expended, it was noted that the fiber stopped working. As the issue was noted at the end of the procedure the fiber was not exchanged for another fiber. Patient outcome: "the patient did not suffer any injury".